Event description:
Caller (patient's mother) alleged discrepant results compared with the lab. Patient's therapeutic range: 2.5-3.5 inr. On (B)(6) 2011, patient lost a tooth and there was unusual bleeding according to her mother. Mother was concerned that her daughter's inr was too high so she was tested at the lab and that was when they did the correlation. The correlation indicated that patient's inr was lower than what was reported on the inratio meter.

Manufacturer narrative:
Investigation pending.